Event description:
Lap gbp procedure. Cs21 dlu cut but staples did not secure the anastomosis. Staples were fired but appeared to not have reached the anvil pocket. Staples were not b-shaped. The anvil appeared to be securely attached and the pc displayed "in firing range." Manual sutures were used to complete the case without further incident.